Event description:
Per the reporter, during prep for surgery, the doctor was holding a handpiece up in the air that was connected to the system 2450. The system 2450 was set at 40 watts. The doctor activated the handpiece and the unit arced and shot a six inch spark from the tip of the handpiece and it hit the doctor standing next to him. The doctor received a red mark on his hand and there was a burnt spot on his gown. The reporter was not sure if the doctor holding the pencil was touching the other doctor at the time of the activation. No further information regarding the event was provided by the reporter.